Event description:
It was reported that the patient experienced muscle stimulation and presented to the clinic. The pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed.